Event description:
The initial reporter received questionable elecsys probnp immunoassay results from thirty patient samples tested on the cobas e411 rack. The reporter was able to provide an example of a questionable result: the initial result was <36 pg/ml. The repeat result was 28055 pg/ml.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and determined that the event was due to the positioning of the sample and reagent probes and the mixer. He then adjusted the probe positions and the mixer. He performed a system volume check, voltage adjustment checks, mechanical and instrument checks with successful results. Calibrations and qc were performed with successful results. The investigation is ongoing.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.